Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached properly. Reattach cassette" alarm. With known good cassette, and again with known good standard admin set. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached properly. There was no applicable service history or event logs. Visual/functional testing was performed. Could not confirm complaint. Cause of complaint was unknown.